Event description:
It was reported that an arrhythmia occurred. The patient presented for a transcatheter aortic valve replacement (tavr) procedure with a lotus edge valve. After a 25mm lotus edge valve was implanted, there was mild to moderate paravalvular leak present. The physician decided to remove the 25mm lotus edge valve and upsize to a 27mm lotus edge valve, which sealed nicely. The patient developed an arrhythmia an unknown amount of time after the tavr procedure. Five days after the tavr procedure, the patient received a permanent pacemaker implant to resolve the arrhythmia. The patient has been discharged home and is doing well.